Manufacturer narrative:
Patient weight not made available from the site. Return requested. No parts have been received by manufacturer for analysis. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. (B)(4) 2015 a medtronic representative, following-up at the site, reported the alleged inaccuracy was 4-5 millimeters. (B)(4) 2015 a medtronic representative, following-up at the site, reported the site has stryker lighting in the operating room (or) and it is unsure whether they have berchtold product in their lights. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site alleged accuracy was "drifting". No specific measurement of inaccuracy was provided. Scan was within protocol. The surgeon used tracer registration without issue. All instruments verified without issue. In trouble-shooting, the medtronic representative requested the site inventory all metal or electronic items in the field, and inquired if they had berchtold lights. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.